Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.

Event description:
Customer reportedly received the following results on the nano system within 1 minute: 516 mg/dl and 118 mg/dl. No actions taken based on device results. No adverse event reported. The customer's wife could not provide the lot number, and the alleged strips are not available to return for evaluation.